Manufacturer narrative:
H6: investigation summary based on this investigation, there is not enough information provided showing the lack of label, however with lot number provided under this complaint, we are able to confirm that this product was manufactured by flex on (B)(6) 2021 and within the report description, mentioning that there was no product label sticker affixed to the side surface of one base, we can identify this issue as a failure mode related to the manufacturing process due to process omission. For this reason, quality alert was posted to aware the personnel involved. The current controls within the process were reviewed and it was found that this characteristic is visually inspected by production department as well that during a second inspection based on an aql sampling plan performed by quality inspector; however, the probability to omit it by error could happened. A review of customer complaint records was performed; in accordance with the cc¿s records, two additional complaints were received throughout the last twelve months for the same part number and issue in which it was confirmed the issue as related to the manufacturing process. H3 other text : see h.10

Event description:
It was reported that the bd¿ multi-use nestable sharps collector had no label on it. The following information was provided by the initial reporter, translated from japanese: "the customer's verbatim report is that there was no product label sticker affixed to the side surface of one base."

Event description:
It was reported that the bd¿ multi-use nestable sharps collector had no label on it. The following information was provided by the initial reporter, translated from japanese: "the customer's verbatim report is that there was no product label sticker affixed to the side surface of one base."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Medical device expiration date: na. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.